Manufacturer narrative:
Concomitant medical product(s): a 5076-52 lead, implanted: (B)(6) 2015; dtma1q1 ICD, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had double counting post bi-ventricular (bi-v) pacing. It was noted that a potassium issue with the patient could be the cause for the double counting. Reprogramming was done, and the potassium issue was treated, which resolved the issue. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.